Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the shock tests failed with the paddles in the compartments. There was no patient involvement.

Manufacturer narrative:
H3 other text : multiple attempts were made to contact the customer and no response was received.

Event description:
It was reported to philips that the shock tests failed with the paddles in the compartments. There was no patient involvement. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened.

Event description:
It was reported to philips that the shock tests failed with the paddles in the compartments. There was no patient involvement.